Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker had pericardial effusion and had tap. Also, patient has low platelets and clotting issues. Ts discussed that revision was planned. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on d4: model number and d4: serial number.

Event description:
It was reported that patient with this brady lead had pericardial effusion and had tap. Also, patient has low platelets and clotting issues. Ts discussed that revision was planned. To date, this lead remains in service. No additional adverse patient effects were reported.